Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical engineer reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed on the dialysate drain hose and machine drain line of the dialyzer. The machine, a 2008t bluestar machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. Upon follow up, the biomedical engineer confirmed that there was blood leaking out from the fibers of the dialyzer. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, a delamination was observed on the cavity ID end of the dialyzer extending from approximately 110° to 205° with the dialysate ports situated at 0°. There were no other defects or irregularities visually identified on the fiber bundle or any of the molded dialyzer components. A production records review was performed on the reported lot. There were no other complaints of any kind reported against the lot. An investigation of the device history records (DHR) was conducted by the manufacturer. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.